Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, drawings, dimensional verification, device history record, documentation, instructions for use (IFU), manufacturing instructions, specifications, trends, quality control and visual inspection of the returned device was conducted during the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the complaint device was not returned therefore, no physical examinations could be performed; however, a document based investigation evaluation was performed. There is no evidence to suggest the product was not made to specifications. Review of device history record shows no nonconforming events which could contribute to this failure mode. At this time the device has not been returned for investigation. If at some time the device is returned, or we receive updated information, this record will be revisited. With the information available, at this time we are unable to determine the root cause of this issue. However it is feasible to suggest that the patient¿s anatomy may have been instrumental in the outcome. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
During a aneurism coiling procedure, the sheath on retraction separated resulted in a subsequent surgical procedure to remove the rest of the sheath. The patient is reported to be doing well after the procedure.

Manufacturer narrative:
(B)(4). Investigation - evaluation: a review of the complaint history, device history record, instructions for use, manufacturing instructions, quality control, specifications and trends was conducted during the investigation. No device, or photo images were provided to assist in the investigation. The device is shipped with an instruction for use (IFU) that describes the intended use, specific items are addressed such as: before withdrawing the sheath through tortuous anatomy, insert the introducer dilator to avoid possible breakage. Withdraw the sheath and dilator as a unit. Upon removal from package, inspect the product to ensure no damage has occurred.¿ the consumer stated that upon retraction of the sheath, it separated. This issue resulted in subsequent surgical procedure to remove the remainder of the sheath. At the time of receipt of this issue the patient was doing well. Two devices from separate lots were used during this procedure; however, which lot separated is unknown. At this time we are unable to determine the root cause of this issue. We will continue to monitor for similar complaints. Per the quality engineering risk assessment no further action is required.

Event description:
The sheath on retraction separated; which resulted in a subsequent surgical procedure to remove the rest of the sheath. The patient is doing well. Per med watch form submitted by the customer - during endovascular repair/angioplasty procedure, surgeon experienced extensive friction when removing the raabe sheath, and the tip broke off inside the patient, with the wire still in place. Fluoroscopy confirmed tip was lodged in the descending thoracic aortobifemoral artery bypass graft. Surgical intervention required to remove tip, by making an incision in the groin and performing a transverse arteriotomy. The wire and sheath fragment were successfully removed, and incisions were repaired.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. (B)(4). This event is currently under investigation.

Event description:
During a aneurism coiling procedure, the sheath on retraction separated resulted in a subsequent surgical procedure to remove the rest of the sheath. The patient is reported to be doing well after the procedure.